Manufacturer narrative:
Two drains were placed during a posterior spinal fusion. One drain was removed without incident. As the second drain was being removed, it broke and required surgical intervention for removal of the retained piece. We received conflicting information regarding whether the drain was sutured into place or not. The sample was not returned for evaluation. A picture of the sample was evaluated. The picture revealed that one end of the retained piece of the drain was jagged. In the event it was sutured into place, it is possible that the integrity of the drain may have been compromised by the suturing needle. This is a possible contributing factor to the reported incident. Without evaluation of the actual sample, a root cause has not been confirmed. We have no information to suggest any defect caused or contributed to the reported incident. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
The drain broke upon removal and required surgical intervention for removal of the retained piece.